Event description:
Pt was injected with synvisc-one to the lft knee joint under ultrasound guidance. On (B)(6) 2018, the pt returned indicating she had an increase in knee pain and had the onset of swelling since the synvisc-one injection. The knee was injected with cortisone. Dose or amount: 6ml 48mg/ml, frequency: 1 injection, route: suprapatellar knee joint injection under ultrasound guidance. Dates of use: (B)(6) 2018. Diagnosis or reason for use: m17.0. The product is not compounded; the product is not over-the-counter product. Event abated after use stopped or dose reduced? Yes;